Event description:
This case was reported via regulatory authority FDA (reference number: mw5056674 and mw5057707) .this spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhagia ("I have frequent and heavy periods / abnormally heavy menses") and multiple sclerosis ("I began showing signs of ms (ms like symptoms)") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. Concomitant products included lisinopril. On (B)(6) 2013, the patient started essure. In 2014, the patient experienced polymenorrhagia (seriousness criteria medically significant and clinically significant/intervention required), multiple sclerosis (seriousness criterion medically significant), hypoaesthesia ("I have daily numbness and tingling in my arms and legs / numbness in face") with gait disturbance, paraesthesia ("I have daily numbness and tingling in my arms and legs"), polymenorrhoea ("I have frequent and heavy periods") and the first episode of dysgeusia ("I can taste nickle"). In (B)(6) 2015, the patient experienced the first episode of fatigue ("extremely fatigued"), facial paresis ("muscle weakness in legs and face/ arms"), muscular weakness ("muscle weakness in legs and face/ arms"), the second episode of fatigue ("extreme fatigue"), feeling abnormal ("brain fog"), amnesia ("memory loss"), the second episode of dysgeusia ("metallic taste in her mouth") and alopecia ("hair loss"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuation"), migraine ("migraine headaches") and procedural pain ("hysterectomy and salpingectomy were considered painful and invasive procedures"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy performed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the polymenorrhagia, multiple sclerosis, hypoaesthesia, paraesthesia, first episode of fatigue, polymenorrhoea, first episode of dysgeusia, facial paresis, muscular weakness, weight fluctuation, migraine, second episode of fatigue, feeling abnormal, amnesia, second episode of dysgeusia, procedural pain and alopecia outcome was unknown. The reporter considered polymenorrhagia, paraesthesia, the first episode of dysgeusia, facial paresis, muscular weakness, weight fluctuation, migraine, the second episode of fatigue, feeling abnormal, amnesia, the second episode of dysgeusia, procedural pain and alopecia to be related to essure. The reporter provided no causality assessment for multiple sclerosis, hypoaesthesia, the first episode of fatigue and polymenorrhoea with essure. The reporter commented: her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, the plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was confirmed full occlusion of fallopian tubes. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2017: legal claim received: new events were reported. Essure insertion date was provided and removal date and intervention of essure were provided. On 10-mar-2017: coding correction - the term muscle weakness in legs and face/ arms was split and coded separately company causality comment: this non-medically confirmed spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and began showing signs of ms (ms like symptoms). Upon receipt of follow-up information, it was also stated that she experienced menorrhagia ("I have frequent and heavy periods / abnormal heavy menses"), and that total hysterectomy and bilateral salpingectomy was performed. Additionally, non serious events were reported. Menorrhagia is considered anticipated according to reference safety information for essure whereas multiple sclerosis is unanticipated. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between menorrhagia and essure cannot be excluded. Due to the nature of the event and given the essure local action in fallopian tubes, multiple sclerosis was considered unrelated to essure. This case is regarded as incident because surgical intervention was required due to serious injury. A new product technical analysis has been sought. Follow-up information is expected only through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), polymenorrhagia ("I have frequent and heavy periods / abnormally heavy menses") and multiple sclerosis ("I began showing signs of ms (ms like symptoms)") in a 40-year-old female patient who had essure (batch no. A14900,a36515) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity, multigravida, parity 3 (three live births on (B)(6) 1997, (B)(6) 1999 and (B)(6) 2004.), hypertension on (B)(6) 2015, delayed period on (B)(6) 2013 and cholelithiasis. Previously administered products included for an unreported indication: birth control pills from 2004 to 2009. Concurrent conditions included kidney stones since (B)(6) 2014, menstrual disorder (she has regular menses without dysmenorrhea,she has used condoms for the past 7 year.), chronic cervicitis, squamous cell metaplasia, adenomyosis (proliferative p[attern endometrium,endometrial polyps) and obesity. Concomitant products included chlortalidone (chlorthalidone) since (B)(6) 2014 and lisinopril. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 7 days after insertion of essure, the patient experienced the first episode of dysgeusia ("allergic or hypersensitivity reaction - type: metallic taste in mouth"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("extremely fatigued"), migraine ("migraine headaches"), weight increased ("weight fluctuation. Weight gain/ weight gain / loss specify which one: weight gain") and headache ("migraine/headache"). In 2014, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criteria disability and medically significant), hypoaesthesia ("I have daily numbness and tingling in my arms and legs / numbness in face") with gait disturbance, paraesthesia ("I have daily numbness and tingling in my arms and legs") and the second episode of dysgeusia ("I can taste nickle"). On (B)(6) 2014, the patient experienced hypertension ("blood or heart disorder/condition - type:high blood pressure,") and palpitations ("heart palpitations"). On (B)(6) 2015, the patient experienced muscular weakness ("muscle weakness in legs and face/ arms/neurological conditions or problems - type:muscle weakness in leg;"), feeling abnormal ("brain fog"), alopecia ("hair loss/hair loss") and allergy to metals ("nickel allergy"). In may 2015, the patient experienced facial paresis ("muscle weakness in legs and face/ arms") and amnesia ("memory loss"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuation") and procedural pain ("hysterectomy and salpingectomy were considered painful and invasive procedures"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy), surgery (vaginal hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy performed on (B)(6) 2015) and surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the vaginal haemorrhage, menorrhagia, polymenorrhagia, multiple sclerosis, hypoaesthesia, paraesthesia, fatigue, the last episode of dysgeusia, facial paresis, weight fluctuation, migraine, amnesia, procedural pain, alopecia, allergy to metals, hypertension, palpitations, weight increased and headache outcome was unknown, the muscular weakness was resolving and the feeling abnormal had resolved. The reporter provided no causality assessment for fatigue, hypoaesthesia and multiple sclerosis with essure. The reporter considered allergy to metals, alopecia, amnesia, facial paresis, feeling abnormal, headache, hypertension, menorrhagia, migraine, muscular weakness, palpitations, paraesthesia, polymenorrhagia, procedural pain, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, the plaintiff's symptoms have mostly resolved, though some remain. Consumer mentioned a serious injury (life-threatening, disability/permanent damage and required intervention) but did not specify it to one of the events. No any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion skin test (using an essure coil) on (B)(6) 2015. Patient used condoms on (B)(6) 2006 to (B)(6) 2013 due to (B)(6) 2013. And mirena iud was used on (B)(6) 2010 to (B)(6) 2013 for birth control. On (B)(6) 2015, patient had ultrasound report: findings: the uterus measures 8.6 x 5.6 x 4.5 cm. The myometrium appears normal. The endometrium measures 0.97 cm. The left ovary measures 2.1 x 2.0 x 2.2 cm. The right ovary measures 2.4 x 2.4 x 2.1cm. There was no free fluid. Bilateral cornea contain echogenic areas consistent with essure coils. On (B)(6) 2015,patient had surgical pathology report specimen received: uterus and bilateral fallopian tubes gross description: received was a 130 gram intact hysterectomy specimen measuring 8.9 cm superior to inferior, 6.5 ern from cornu to cornu and 5.2 cm from anterior to posterior. The serosa was smooth, glistening, tan-pink. The ectocervix measures up to 6.2 cm in greatest dimension. The external os was slit-like and measures 1.2 cm in diameter. The endocervical canal 1s tan with normal folds and measures 2.2 cm in length. The endometrium reveals multiple polyps ranging from 0.4 'cm up to 2.2 cm in greatest dimension. Sectioning of the polyp, the polyps appear to be superficial and limited to the endometrium. The fallopian tube stumps reveal coils, metal wires suggestion of a medical ligation device. The myometrium averages 2.2 cm in maximum thickness, detached within the specimen container are bilateral tan-pink fimbriated fallopian tubes measuring 6.9 cm in length and 8.2 cm in length. The shorter fallopian tube 15 inked black for orientation purposes only. No focal lesions are grossly identified on or within the fallopian tubes. Representative sections are submitted labelled: 1,anterior cervix. 2, posterior cervix. 3-4, anterior endomyometrium to include polyp. 5-8, posterior endomyometrium to include polypoid endometrium. 9, representative sections of fallopian tube to include portions of fimbriated end. Microscopic description: sections contain endo and ectocervix with chronic inflammation and squamous most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event weight fluctuation, weight decreased was deleted as event weight gain was confirm in pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), polymenorrhagia ("I have frequent and heavy periods / abnormally heavy menses") and multiple sclerosis ("I began showing signs of ms (ms like symptoms)") in a 40-year-old female patient who had essure (batch no. A14900,a36515) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity, multigravida, parity 3 (three live births on (B)(6) 1997, (B)(6) 1999 and (B)(6) 2004.), hypertension on (B)(6) 2015, delayed period on (B)(6) 2013 and cholelithiasis. Previously administered products included for an unreported indication: birth control pills from 2004 to 2009. Concurrent conditions included kidney stones since (B)(6) 2014, menstrual disorder (she has regular menses without dysmenorrhea,she has used condoms for the past 7 year.), chronic cervicitis, squamous cell metaplasia, adenomyosis (proliferative p[attern endometrium,endometrial polyps) and obesity. Concomitant products included chlortalidone (chlorthalidone) since (B)(6) 2014 and lisinopril. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 days after insertion of essure, the patient experienced the first episode of dysgeusia ("allergic or hypersensitivity reaction - type: metallic taste in mouth"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("extremely fatigued"), migraine ("migraine headaches"), weight increased ("weight fluctuation. Weight gain/ weight gain / loss specify which one: weight gain") and headache ("migraine/headache"). In 2014, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criteria disability and medically significant), hypoaesthesia ("I have daily numbness and tingling in my arms and legs / numbness in face") with gait disturbance, paraesthesia ("I have daily numbness and tingling in my arms and legs") and the second episode of dysgeusia ("I can taste nickle"). On (B)(6) 2014, the patient experienced hypertension ("blood or heart disorder/condition - type:high blood pressure,") and palpitations ("heart palpitations"). On (B)(6) 2015, the patient experienced muscular weakness ("muscle weakness in legs and face/ arms/neurological conditions or problems - type:muscle weakness in leg;"), feeling abnormal ("brain fog"), alopecia ("hair loss/hair loss") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced facial paresis ("muscle weakness in legs and face/ arms") and amnesia ("memory loss"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuation"), procedural pain ("hysterectomy and salpingectomy were considered painful and invasive procedures") and pelvic pain ("pain"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the vaginal haemorrhage, menorrhagia, feeling abnormal and pelvic pain had resolved, the polymenorrhagia, multiple sclerosis, hypoaesthesia, paraesthesia, fatigue, the last episode of dysgeusia, facial paresis, weight fluctuation, migraine, amnesia, procedural pain, alopecia, allergy to metals, hypertension, palpitations, weight increased and headache outcome was unknown and the muscular weakness was resolving. The reporter provided no causality assessment for fatigue, hypoaesthesia and multiple sclerosis with essure. The reporter considered allergy to metals, alopecia, amnesia, facial paresis, feeling abnormal, headache, hypertension, menorrhagia, migraine, muscular weakness, palpitations, paraesthesia, pelvic pain, polymenorrhagia, procedural pain, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, the plaintiff's symptoms have mostly resolved, though some remain. Consumer mentioned a serious injury (life-threatening, disability/permanent damage and required intervention) but did not specify it to one of the events. No any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion skin test (using an essure coil) on (B)(6) 2015. Patient used condoms on (B)(6) 2006 to (B)(6) 2013 due to (B)(6) 2013.and mirena iud was used on (B)(6) 2010 to (B)(6) 2013 for birth control. On (B)(6) 2015, patient had ultrasound report: findings: the uterus measures 8.6 x 5.6 x 4.5 cm. The myometrium appears normal. The endometrium measures 0.97 cm. The left ovary measures 2.1 x 2.0 x 2.2 cm. The right ovary measures 2.4 x 2.4 x 2.1cm. There was no free fluid. Bilateral cornea contain echogenic areas consistent with essure coils. On (B)(6) 2015,patient had surgical pathology report specimen received: uterus and bilateral fallopian tubes gross description: received was a 130 gram intact hysterectomy specimen measuring 8.9 cm superior to inferior, 6.5 ern from cornu to cornu and 5.2 cm from anterior to posterior. The serosa was smooth, glistening, tan-pink. The ectocervix measures up to 6.2 cm in greatest dimension. The external os was slit-like and measures 1.2 cm in diameter. The endocervical canal 1s tan with normal folds and measures 2.2 cm in length. The endometrium reveals multiple polyps ranging from 0.4 'cm up to 2.2 cm in greatest dimension.sectioning of the polyp, the polyps appear to be superficial and limited to the endometrium. The fallopian tube stumps reveal coils, metal wires suggestion of a medical ligation device. The myometrium averages 2.2 cm in maximum thickness, detached within the specimen container are bilateral tan-pink fimbriated fallopian tubes measuring 6.9 cm in length and 8.2 cm in length. The shorter fallopian tube 15 inked black for orientation purposes only. No focal lesions are grossly identified on or within the fallopian tubes. Representative sections are submitted labelled: 1,anterior cervix. 2, posterior cervix. 3-4, anterior endomyometrium to include polyp. 5-8, posterior endomyometrium to include polypoid endometrium. 9, representative sections of fallopian tube to include portions of fimbriated end.microscopic description: sections contain endo and ectocervix with chronic inflammation and squamous batch number: a36515 expiration date: 2015-08 manufacture date: 2012-08 . Batch number: a14900 expiration date: 2015/05 manufacture date: 2012/05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received event " pain" was added. Outcome of event " bleeding and pain" were updated as recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), polymenorrhagia ("I have frequent and heavy periods / abnormally heavy menses") and multiple sclerosis ("I began showing signs of ms (ms like symptoms)") in a 40-year-old female patient who had essure (batch no. A14900,a36515) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity, multigravida, parity 3 (three live births on (B)(6) 1997, (B)(6) 1999 and (B)(6) 2004.), hypertension on (B)(6) 2015, delayed period on (B)(6) 2013 and cholelithiasis. Previously administered products included for an unreported indication: birth control pills from 2004 to 2009. Concurrent conditions included kidney stones since (B)(6) 2014, menstrual disorder (she has regular menses without dysmenorrhea,she has used condoms for the past 7 year.), chronic cervicitis, squamous cell metaplasia, adenomyosis (proliferative p[attern endometrium,endometrial polyps) and obesity. Concomitant products included chlortalidone (chlorthalidone) since (B)(6) 2014 and lisinopril. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 days after insertion of essure, the patient experienced the first episode of dysgeusia ("allergic or hypersensitivity reaction - type: metallic taste in mouth"). On (B)(6) 2013 the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("extremely fatigued"), migraine ("migraine headaches"), weight increased ("weight fluctuation. Weight gain/ weight gain / loss specify which one: weight gain") and headache ("migraine/headache"). In 2014, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criteria disability and medically significant), hypoaesthesia ("I have daily numbness and tingling in my arms and legs / numbness in face") with gait disturbance, paraesthesia ("I have daily numbness and tingling in my arms and legs") and the second episode of dysgeusia ("I can taste nickle"). On (B)(6) 2014, the patient experienced hypertension ("blood or heart disorder/condition - type:high blood pressure,") and palpitations ("heart palpitations"). On (B)(6) 2015, the patient experienced muscular weakness ("muscle weakness in legs and face/ arms/neurological conditions or problems - type:muscle weakness in leg;"), feeling abnormal ("brain fog"), alopecia ("hair loss/hair loss") and allergy to metals ("nickel allergy"). In may 2015, the patient experienced facial paresis ("muscle weakness in legs and face/ arms") and amnesia ("memory loss"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuation") and procedural pain ("hysterectomy and salpingectomy were considered painful and invasive procedures"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy), surgery (vaginal hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy performed on (B)(6) 2015) and surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the vaginal haemorrhage, menorrhagia, polymenorrhagia, multiple sclerosis, hypoaesthesia, paraesthesia, fatigue, the last episode of dysgeusia, facial paresis, weight fluctuation, migraine, amnesia, procedural pain, alopecia, allergy to metals, hypertension, palpitations, weight increased and headache outcome was unknown, the muscular weakness was resolving and the feeling abnormal had resolved. The reporter provided no causality assessment for fatigue, hypoaesthesia and multiple sclerosis with essure. The reporter considered allergy to metals, alopecia, amnesia, facial paresis, feeling abnormal, headache, hypertension, menorrhagia, migraine, muscular weakness, palpitations, paraesthesia, polymenorrhagia, procedural pain, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, the plaintiff's symptoms have mostly resolved, though some remain. Consumer mentioned a serious injury (life-threatening, disability/permanent damage and required intervention) but did not specify it to one of the events. No any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion skin test (using an essure coil) on (B)(6) 2015. Patient used condoms on 01jan2006 to 23jul2013 due to 23jul2013.and mirena iud was used on 01jan2010 to 01apr2013 for birth control. On (B)(6) 2015, patient had ultrasound report: findings: the uterus measures 8.6 x 5.6 x 4.5 cm. The myometrium appears normal. The endometrium measures 0.97 cm. The left ovary measures 2.1 x 2.0 x 2.2 cm. The right ovary measures 2.4 x 2.4 x 2.1cm. There was no free fluid. Bilateral cornea contain echogenic areas consistent with essure coils. On (B)(6) 2015, patient had surgical pathology report specimen received: uterus and bilateral fallopian tubes gross description: received was a 130 gram intact hysterectomy specimen measuring 8.9 cm superior to inferior, 6.5 ern from cornu to cornu and 5.2 cm from anterior to posterior. The serosa was smooth, glistening, tan-pink. The ectocervix measures up to 6.2 cm in greatest dimension. The external os was slit-like and measures 1.2 cm in diameter. The endocervical canal 1s tan with normal folds and measures 2.2 cm in length. The endometrium reveals multiple polyps ranging from 0.4 'cm up to 2.2 cm in greatest dimension.sectioning of the polyp, the polyps appear to be superficial and limited to the endometrium. The fallopian tube stumps reveal coils, metal wires suggestion of a medical ligation device. The myometrium averages 2.2 cm in maximum thickness, detached within the specimen container are bilateral tan-pink fimbriated fallopian tubes measuring 6.9 cm in length and 8.2 cm in length. The shorter fallopian tube 15 inked black for orientation purposes only. No focal lesions are grossly identified on or within the fallopian tubes. Representative sections are submitted labelled: 1,anterior cervix. 2, posterior cervix. 3-4, anterior endomyometrium to include polyp. 5-8, posterior endomyometrium to include polypoid endometrium. 9, representative sections of fallopian tube to include portions of fimbriated end.microscopic description: sections contain endo and ectocervix with chronic inflammation and squamous batch number: a36515 expiration date: 2015-08 manufacture date: 2012-08 . Batch number: a14900 expiration date: 2015/05 manufacture date: 2012/05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5056674) on 26-oct-2015. The most recent information was received on 10-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), polymenorrhagia ('I have frequent and heavy periods / abnormally heavy menses') and multiple sclerosis ('I began showing signs of ms (ms like symptoms)') in a 40-year-old female patient who had essure (batch no. A14900,a36515) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2013, nickel sensitivity, multigravida, parity 3 (three live births on (B)(6) 1997, (B)(6) 1999 and (B)(6) 2004.) And cholelithiasis. Previously administered products included for an unreported indication: birth control pills from 2004 to 2009. Concurrent conditions included hypertension since (B)(6) 2015, kidney stones since (B)(6) 2014, menstrual disorder (she has regular menses without dysmenorrhea,she has used condoms for the past 7 year.), chronic cervicitis, squamous cell metaplasia, adenomyosis (proliferative p[attern endometrium,endometrial polyps) and obesity. Concomitant products included chlortalidone (chlorthalidone) since (B)(6) 2014 and lisinopril. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced the first episode of dysgeusia ("allergic or hypersensitivity reaction - type: metallic taste in mouth"), 7 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("extremely fatigued"), migraine ("migraine headaches") and headache ("migraine/headache") and was found to have weight increased ("weight fluctuation. Weight gain/ weight gain / loss specify which one: weight gain"). In 2014, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criteria disability and medically significant), hypoaesthesia ("I have daily numbness and tingling in my arms and legs / numbness in face") with gait disturbance, paraesthesia ("I have daily numbness and tingling in my arms and legs") and the second episode of dysgeusia ("I can taste nickle"). On (B)(6) 2014, the patient experienced hypertension ("blood or heart disorder/condition - type:high blood pressure,") and palpitations ("heart palpitations"). On (B)(6) 2015, the patient experienced muscular weakness ("muscle weakness in legs and face/ arms/neurological conditions or problems - type:muscle weakness in leg;"), feeling abnormal ("brain fog"), alopecia ("hair loss/hair loss") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced facial paresis ("muscle weakness in legs and face/ arms") and amnesia ("memory loss"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuation"), procedural pain ("hysterectomy and salpingectomy were considered painful and invasive procedures") and pelvic pain ("pain"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy, vaginal hysterectomy and bilateral salpingectomy and total hysterectomy and bilateral salpingectomy performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the vaginal haemorrhage, menorrhagia, feeling abnormal and pelvic pain had resolved, the polymenorrhagia, multiple sclerosis, hypoaesthesia, paraesthesia, fatigue, the last episode of dysgeusia, facial paresis, weight fluctuation, migraine, amnesia, procedural pain, alopecia, allergy to metals, hypertension, palpitations, weight increased and headache outcome was unknown and the muscular weakness was resolving. The reporter provided no causality assessment for fatigue, hypoaesthesia and multiple sclerosis with essure. The reporter considered allergy to metals, alopecia, amnesia, facial paresis, feeling abnormal, headache, hypertension, menorrhagia, migraine, muscular weakness, palpitations, paraesthesia, pelvic pain, polymenorrhagia, procedural pain, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, the plaintiff's symptoms have mostly resolved, though some remain. Consumer mentioned a serious injury (life-threatening, disability/permanent damage and required intervention) but did not specify it to one of the events. No any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Skin test (using an essure coil) on (B)(6) 2015. Patient used condoms on (B)(6) 2006 to (B)(6) 2013 due to (B)(6) 2013. And mirena iud was used on (B)(6) 2010 to (B)(6) 2013 for birth control. On (B)(6) 2015, patient had ultrasound report: findings: the uterus measures 8.6 x 5.6 x 4.5 cm. The myometrium appears normal. The endometrium measures 0.97 cm. The left ovary measures 2.1 x 2.0 x 2.2 cm. The right ovary measures 2.4 x 2.4 x 2.1cm. There was no free fluid. Bilateral cornea contain echogenic areas consistent with essure coils. On (B)(6) 2015,patient had surgical pathology report specimen received: uterus and bilateral fallopian tubes gross description: received was a 130 gram intact hysterectomy specimen measuring 8.9 cm superior to inferior, 6.5 ern from cornu to cornu and 5.2 cm from anterior to posterior. The serosa was smooth, glistening, tan-pink. The ectocervix measures up to 6.2 cm in greatest dimension. The external os was slit-like and measures 1.2 cm in diameter. The endocervical canal 1s tan with normal folds and measures 2.2 cm in length. The endometrium reveals multiple polyps ranging from 0.4 'cm up to 2.2 cm in greatest dimension. Sectioning of the polyp, the polyps appear to be superficial and limited to the endometrium. The fallopian tube stumps reveal coils, metal wires suggestion of a medical ligation device. The myometrium averages 2.2 cm in maximum thickness, detached within the specimen container are bilateral tan-pink fimbriated fallopian tubes measuring 6.9 cm in length and 8.2 cm in length. The shorter fallopian tube 15 inked black for orientation purposes only. No focal lesions are grossly identified on or within the fallopian tubes. Representative sections are submitted labelled: 1,anterior cervix. 2, posterior cervix. 3-4, anterior endomyometrium to include polyp. 5-8, posterior endomyometrium to include polypoid endometrium. 9, representative sections of fallopian tube to include portions of fimbriated end. Microscopic description: sections contain endo and ectocervix with chronic inflammation and squamous batch number: a36515, expiration date: 2015-08, manufacture date: 2012-08 . Batch number: a14900, expiration date: 2015/05, manufacture date: 2012/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-10796) from which all information was transferred to this case ((B)(4)), then duplicate # (B)(4) will be deleted. No new information was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 26-oct-2015. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), polymenorrhagia ("I have frequent and heavy periods / abnormally heavy menses") and multiple sclerosis ("I began showing signs of ms (ms like symptoms)") in a 40-year-old female patient who had essure (batch no. A14900,a36515) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity, multigravida, parity 3 (three live births on (B)(6) 1997, (B)(6) 1999 and (B)(6) 2004.), hypertension on (B)(6) 2015, delayed period on (B)(6) 2013 and cholelithiasis. Previously administered products included for an unreported indication: birth control pills from 2004 to 2009. Concurrent conditions included kidney stones since (B)(6) 2014, menstrual disorder (she has regular menses without dysmenorrhea,she has used condoms for the past 7 year.), chronic cervicitis, metaplasia, adenomyosis (proliferative p[attern endometrium,endometrial polyps) and obesity. Concomitant products included chlortalidone (chlorthalidone) since (B)(6) 2014 and lisinopril. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 7 days after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), weight increased ("weight gain") and weight decreased ("weight loss"). In 2014, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criteria disability and medically significant), hypoaesthesia ("I have daily numbness and tingling in my arms and legs / numbness in face") with gait disturbance, paraesthesia ("I have daily numbness and tingling in my arms and legs"), polymenorrhoea ("I have frequent and heavy periods") and the first episode of dysgeusia ("I can taste nickle"). On (B)(6) 2014, the patient experienced hypertension ("blood or heart disorder/condition - type:high blood pressure,") and palpitations ("heart palpitations"). On (B)(6) 2015, the patient experienced muscular weakness ("muscle weakness in legs and face/ arms/neurological conditions or problems - type:muscle weakness in leg;"), feeling abnormal ("brain fog"), alopecia ("hair loss/hair loss") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced fatigue ("extremely fatigued"), facial paresis ("muscle weakness in legs and face/ arms") and amnesia ("memory loss"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuation") and procedural pain ("hysterectomy and salpingectomy were considered painful and invasive procedures"). On an unknown date, the patient experienced the second episode of dysgeusia ("allergic or hypersensitivity reaction - type: metallic taste in mouth"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the vaginal haemorrhage, menorrhagia, polymenorrhagia, multiple sclerosis, hypoaesthesia, paraesthesia, fatigue, polymenorrhoea, facial paresis, weight fluctuation, migraine, amnesia, procedural pain, alopecia, allergy to metals, the last episode of dysgeusia, hypertension, palpitations, weight increased and weight decreased outcome was unknown, the muscular weakness was resolving and the feeling abnormal had resolved. The reporter provided no causality assessment for fatigue, hypoaesthesia, multiple sclerosis and polymenorrhoea with essure. The reporter considered allergy to metals, alopecia, amnesia, facial paresis, feeling abnormal, hypertension, menorrhagia, migraine, muscular weakness, palpitations, paraesthesia, polymenorrhagia, procedural pain, vaginal haemorrhage, weight decreased, weight fluctuation, weight increased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, the plaintiff's symptoms have mostly resolved, though some remain. Consumer mentioned a serious injury (life-threatening, disability/permanent damage and required intervention) but did not specify it to one of the events. No any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion skin test (using an essure coil) on (B)(6) 2015. Patient used condoms on (B)(6) 2006 to (B)(6) 2013 due to (B)(6) 2013.and mirena iud was used on (B)(6) 2010 to (B)(6) 2013 for birth control. On (B)(6) 015, patient had ultrasound report: findings: the uterus measures 8.6 x 5.6 x 4.5 cm. The myometrium appears normal. The endometrium measures 0.97 cm. The left ovary measures 2.1 x 2.0 x 2.2 cm. The right ovary measures 2.4 x 2.4 x 2.1cm. There was no free fluid. Bilateral cornea contain echogenic areas consistent with essure coils. On (B)(6) 2015,patient had surgical pathology report specimen received: uterus and bilateral fallopian tubes gross description: received was a 130 gram intact hysterectomy specimen measuring 8.9 cm superior to inferior, 6.5 ern from cornu to cornu and 5.2 cm from anterior to posterior. The serosa was smooth, glistening, tan-pink. The ectocervix measures up to 6.2 cm in greatest dimension. The external os was slit-like and measures 1.2 cm in diameter. The endocervical canal 1s tan with normal folds and measures 2.2 cm in length. The endometrium reveals multiple polyps ranging from 0.4 'cm up to 2.2 cm in greatest dimension.sectioning of the polyp, the polyps appear to be superficial and limited to the endometrium. The fallopian tube stumps reveal coils, metal wires suggestion of a medical ligation device. The myometrium averages 2.2 cm in maximum thickness, detached within the specimen container are bilateral tan-pink fimbriated fallopian tubes measuring 6.9 cm in length and 8.2 cm in length. The shorter fallopian tube 15 inked black for orientation purposes only. No focal lesions are grossly identified on or within the fallopian tubes. Representative sections are submitted labelled: 1,anterior cervix. 2, posterior cervix. 3-4, anterior endomyometrium to include polyp. 5-8, posterior endomyometrium to include polypoid endometrium. 9, representative sections of fallopian tube to include portions of fimbriated end.microscopic description: sections contain endo and ectocervix with chronic inflammation and squamous most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received, medically confirmed case, new reporter, patient demographic information, lab data, relevant history, essure indication permanent birth control by bilateral occlusion of the fallopian tubes and lot number, concomitant product,new events nickel allergy, metallic taste in mouth; a severe nickel allergy was diagnosed by a skin test (using an essure coil on (B)(6) 2015, high blood pressure, heart palpitations, abnormal bleeding (vaginal, menorrhagia), and weight gain / loss were added. The events hair loss, muscle weakness in leg, brain fog, experienced extreme muscle weakness and collapsed were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.